Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred, or if it affected the pod's ability to deliver insulin when worn, or the occlusion alarm. An 0x67 alarm was sounded by the pod, indicating an occlusion. Timeouts were seen in the data. The exact cause of the occlusion alarm could not be determined. A bump was found on a wrung of the lead screw. It could not be determined if this defect contributed to the occlusion alarm.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 36 and 48 hours on the arm. Multiple corrections were administered using the pod but the patient¿s bg levels did not decrease. The pod was removed, the cannula was noted to be bent and the patient smelled insulin on the skin. A new pod was administered to treat the hyperglycemia.